Event description:
During a procedure when the physician wanted to deflate the sentry balloon catheter to deploy the 4th coil in the aneurysm, the catheter was leaking at the proximal tip of the balloon. Then, it could not be deflated. No complications with the pt were reported to have occurred during this event.